Event description:
The hosp record reported a pt was perforated during a procedure. The procedure was completed with the same device. However, a post-procedure x-ray revealed free air indicative of a bowel perforation and the pt was taken to the operating room for a surgical intervention. The surgeon's operative note confirms a perforation in the cecum.